Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an elevated blood glucose reading of 398 mg/dl using the freestyle libre 3+. Earlier in the day, the user experienced a few low blood glucose readings and had limited insulin availability. The user consumed a small meal and soda. Follow-up blood glucose measurement showed a downward trend to 388 mg/dl.